Event description:
It was reported that when firing the second time, a cracking sound was heard after about 1 cm. The stapler has blocked and could no longer be released. Only with effort it could then be opened again. Individual clamps have loosened. Free clamps in the installation space had to be searched for and removed individually. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: 624a15. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 9/27/2022 h6: investigation conclusions: (d11, d14) and h6: component code (g04119) was omitted on the previous report; (B)(4)

Manufacturer narrative:
(B)(4). Date sent: 8/23/2022. D4: batch # 624a15. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.